Event description:
Information received by medtronic indicated that the customer reported a vertical colored lines appeared on the liquid crystal display screen on the insulin pump. Troubleshooting was performed and found that customer reported partial display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test. Unit failed to pass the self test due to missing segments p-cap was attached and locked properly into place. Pump was cut and found evidence of cracked lcd controller on pcba 1. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked lcd glass, cracked lcd controller (pcba 1). Missing segments is confirmed due to cracked lcd controller (pcba 1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.